Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2021, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 24-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during an implant procedure, high impedance was observed on the day of surgery and the impedance report showed irregularities, including all contacts displaying a ¿red x connection,¿ with some contacts indicating a possible open and others indicating ¿total do not use¿, greater than 40,000. Repeated attempts to obtain acceptable electrode alignment or clear the impedance/connectivity issue were unsuccessful. Troubleshooting was performed by removing the lead from the header and cleaning it multiple times, rotating the lead in the header multiple times, moving the lead slightly to align contacts multiple times, repeating checks approximately 20 times, and swapping leads between header ports; the right lead tested normal (¿all green¿) in either header port while the left lead was reported as nonfunctional (¿totally out¿). A possible theoretical contributing factor was that the lead had been removed from an old implantable pulse generator that had been nonfunctional for years, and the impedance status prior to surgery was unknown. The issue was reported as ongoing, and the patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.